Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery voltage measurements was low but had not tripped elective replacement indicator. The actual value was reported to be below elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.